Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported balloon rupture appear to be due to operational context and a conclusive cause for the reported difficulty removing the protective sheath cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that during a procedure to treat a de novo lesion in the mid left anterior descending artery with mild tortuosity, mild calcification and 89% stenosis. A 2.0x12mm rx mini trek balloon dilatation catheter was advanced without any resistance noted for pre-dilatation. However, during the first inflation at 8 atmospheres and 10 seconds the balloon ruptured. The bdc was simply removed from the patients anatomy. Reportedly, there was resistance felt during removal of the protective sheath. The device was soaked and prepped (air aspiration) outside the patients anatomy and prior to use. Another nc trek bdc was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.